Manufacturer narrative:
The reported event of lead damaged was confirmed. As received, visual inspection showed the returned lead was cut in two pieces. The cause of the event is consistent with damage during use.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a perm implant procedure on (B)(6) 2020 lead damaged was noted. As such, the lead was explanted and the perm implant procedure was abandoned.